Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported visual indications of excessive heat on the inlet valve solenoid of a dry acid mixer. The reported issue was noticed during machine repair after the mixer was not filling during dissolution mode. There was no harm to any patients or individuals because of this malfunction. The biomed replaced the inlet valve and main board which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. Additional information was requested, however a response was not received. The inlet valve is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported visual indications of excessive heat on the inlet valve solenoid of a dry acid mixer. The reported issue was noticed during machine repair after the mixer was not filling during dissolution mode. There was no harm to any patients or individuals because of this malfunction. The biomed replaced the inlet valve and main board which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. Additional information was requested, however a response was not received. The inlet valve is available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported a burning smell coming from the control console box and visual indications of excessive heat on the inlet valve solenoid of a dry acid mixer. The reported issue was noticed during machine repair after the mixer was not filling during dissolution mode. There was no harm to any patients or individuals because of this malfunction. The biomed replaced the inlet valve and main board which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. Additional information was requested, however a response was not received. The inlet valve is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b5.